Event description:
It was reported that during a coronary stent procedure, difficulty was encountered removing the balloon. The balloon catheter was removed with force and the shaft broke. All pieces were retrieved. The stent remained in place and another balloon catheter was used to post dilate. Patient status is listed as "okay".